Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 5 bd connecta¿ stopcocks had their plugs release, resulting in leakage. The following information was provided by the initial reporter: "...one of the stopcock plugs released and fluid flow out".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 5 bd connecta¿ stopcocks had their plugs release, resulting in leakage. The following information was provided by the initial reporter: "...one of the stopcock plugs released and fluid flow out".

Event description:
It was reported 5 bd connecta¿ stopcocks had their plugs release, resulting in leakage. The following information was provided by the initial reporter: "...one of the stopcock plugs released and fluid flow out."

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.